Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. Reportedly, customer's blood glucose level was impacted (440 mg/dl). The contact indicated that the customer wrapped the tubing and hung it from a belt. As the occlusions had occurred in the past, tandem technical support was unable to perform a system check to confirm it the tubing was the cause of the occlusions.